Event description:
Customer reported intermittent, on-going high blood glucose events without specifying the highest level, as it was displayed as "high." Customer took corrective action by administering a correction bolus via the pump as well as administering correction injections. Customer reverted to an alternate form of insulin therapy.